Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) didn't pass the pretest and may have leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse evaluated the unit. The fse stated that the unit was located at biomed shop and connected to a/c power upon arrival. The fse confirmed that all power on tests successfully passed and system displayed 'system test ok' message. The fse then connected a known system trainer and known iab and initiated autofill. The unit successfully completed autofill and continued pumping at 80bps for approximately 30 minutes without any abnormal alarms or function occurring. The fse then completed a full preventive maintenance, safety, calibration, and functionality checks. Also, the fse replaced the safety disk based on hours of use with a safety disk provided by the customer. All checks passed factory specifications. The fse was unable to replicate the reported complaint of "didn't pass the pre test and may have a leak." The unit was functioning in accordance with factory specifications at the time and was cleared for clinical use.

Event description:
N/a.